Manufacturer narrative:
Visual inspection done on mar 27, 2018 by packaging and washing manager: the implant was received and the packaging was confirmed to be broken, as it could be seen also from the pictures provided at the moment of the notification. The inner pouch of the packaging configuration applied was not sufficient to withstand the anomalous shipping stresses experienced in combination with the weight and geometry of the device. Batch review performed on 03 april 2018; lot 140513: (B)(4) items manufactured and released on 27 may 2014. Expiration date: 2019-04-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed on 16 march 2018 by (B)(4): form the pictures received it is possible confirmed it was packed with the old version of the packaging (modified due to this issue, already occurred in the past).

Event description:
The implant was found loose in the blister, outside the inner packaging, after opening the blister. The surgeon used another implant; no critical delay.